Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during treatment of moderately calcified, mildly tortuous, 95% stenosed, lesion with restenosis in right superficial femoral artery (sfa) through common femoral artery (cfa) access a 3.0mm x 150mm jade .014" otw 150cm pta balloon got stuck on an abbott command .014 es guidewire. The command wire and jade balloon were prepared according to instructions for use (IFU) instructions. The command wire was constantly wetted throughout use. The jade balloon was re-wrapped and re-used. The balloon and wire had to be removed, and access was lost but ultimately was able to recross and proceed with another jade balloon. There were no adverse patient effects and no clinically significant delay in the procedure.